Event description:
It was reported "a registered nurse advised the dressing was discolored in the packet."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. A quality evaluation was performed on (B)(4) 2014. The product lot number was recorded as cno (could not obtain) indicating no lot number was available. As no complaint sample was received, an assignable cause could not be determined. No evidence was found that product failed to meet all of the requirements and specifications at the time of manufacture. There is one additional complaint reported for this specific icc code. A sample was not received so, the investigation is inconclusive. An event was opened to investigate this issue. Trends will be monitored by the complaints committee. No further work is required. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Manufacturer narrative:
On the initial MFR report # 1000317571-2014-00041, submitted to the FDA on june 24, 2014, it was reported that a nonconformance (nc) was initiated to investigate this issue. This nc was referenced in error. There is no nonconformance associated with this reported complaint. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).